Event description:
It was reported that the tufttex otw balloon could not be deflated during thrombus removal, and the catheter got stuck in the blood vessel. The blood vessel was cut at the area which the balloon got stuck, and the catheter was removed from the blood vessel while the balloon was still inflated.

Manufacturer narrative:
The device was not returned for evaluation. However, the provided photo confirmed the report. It shows the ligature slipped above the inflation hole. As a result, balloon could not be deflated. The cause is likely due to excessive pull force during handling of the device. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. The DHR was reviewed and there was no issue noted during the pull test.